Manufacturer narrative:
Additional info from the voluntary report: case report: (B)(6). The case does not represent a typical complaint. No customer or responsible clinician has approached neoventa complaining of an unexpected behaviour of stan. The case has become known to neoventa employees (B)(4). Neoventa's medical advisor, (B)(4) (not employed in neoventa) got aware of the case in (B)(4) 2007 (more than one year after the incident) when the hospital approached him with a request to analyze the recordings of the case. Training has been performed first by three users from the clinic visiting the neoventa office 2003. Afterwards continuous internal training at clinic has been performed. Our conclusion is that: there was no deficiency on the stan monitor; the stan simplified clinical guidelines were not followed, as they recommend immediate delivery in the presence of a preterminal trace. The problem may be posed in clinical practice, with the assessment and classification of the fhr trace. This report is classified as final. Investigation has been completed and root cause has been determined, to the extent possible.

Event description:
The stan clinical guidelines were not followed in the presence of an abnormal ctg. The tracing was preterminal and immediate delivery was recommended per the guidelines. The baby was delivered in serious condition. Additional info: event in (B)(6). Date of incident: 2006-(B)(6). Neoventa got aware: 2007-(B)(6). Serious injury for pt (baby). User error; the stan clinical guidelines were not followed, as they recommend immediate delivery in the presence of a "preterminal" trace. Add'l info from vol report: pt monitoring system, cardiographic.